Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft was implanted in the patient for the endovascular treatment of a 60 mm abdominal aortic aneurysm at an unknown date. It was reported that a follow up visit confirmed the presence of aneurysm enlargement. Intervention was performed and a cuff (tcf36 36c49ej) was implanted for a suspected type 1a endoleak of the bifurcate stent graft. It was reported that the issue has not been resolved. No cause of event was provided. No additional clinical sequelae were reported and the patient will be monitored.